Event description:
The hospital has reported following to the sales rep: the set screw driver they have are hard to get clean in the flexible part of the screw driver. This is mainly between the springs in the screwdriver. The first time they noticed the issue was during an operating room for a gamma3 nail. The operating room team asked for another set screw driver which was cleaned and sterile. It took a couple of minutes longer to perform the procedure. No adverse consequences occurred for the patient occurred.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.